Event description:
The customer alleged that during an endoscopic video turbinectomy surgery, the doctor pressed the button to activate the equipment and received a burn on this finger. There was no harm to the patient and no further harm to the user.

Manufacturer narrative:
Product was unable to be returned to symmetry for further evaluation. Therefore complaint could not be confirmed. True root cause is unable to be determined at this time. The manufacturing DHR record for lot# 200606166. It was confirmed that all inspections were completed with nothing found to be out of conformance. This is an isolated event with no further actions required based on the investigation. This can be seen as the final report. If any additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.